Event description:
Information received from the field notes that the device was in back-up mode and interrogation was difficult. Dashes (---) were noted for the sensor parameters. The patient was not symptomatic. A transtelephonic check on april 24, 2001 was normal, but the patient reportedly had heart surgery after this check.